Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 734mg/dl. Troubleshooting was performed and the drive support cap appears to be normal. The customer stated that he woke up with high blood glucose, went to the movies and felt sick. His glucose level went from 300 to 600mg/dl. The customer attempted to change the infusion set, but his sugar level was still high and was spilling ketones. The customer mentioned that the insulin was squirting out of the infusion set. Time and date were incorrect. Assisted the caller to run a manual prime test and the insulin did exit. The customer did not have a tubing clamp available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.